Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt had received three shocking sensations and felt numb in her legs for about 30 seconds. The sjm rep met with the pt for reprogramming. It was reported the leads showed low impedance readings, but were not abnormally low. The pt was asked to monitor the issue.